Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). The patient is under the age of 21 and the anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years and acd below 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. On (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/25.

Manufacturer narrative:
Product evaluation found lens returned in a small centrifuge vial. Visual inspection found small scratches on haptic. (B)(4).